Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the inpen had issues where the insulin did not come out when priming. The customer also experienced hyperglycemia. Troubleshooting was performed and found that the insulin did not exit when dispensing a 2 unit prime in the air. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and the product will be returned for analysis.

Event description:
Pump was returned for failure analysis.

Manufacturer narrative:
Base line functionality test : pass. Displacement dose accuracy: pass. Paired to commercial app using 17.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. The pen was cut open to expose the electronics housing and the encoder. No abrasion was found on the electronics housing and encoder bond was intact. No problems found with this inpen all functions tested ok. Serial number: (B)(6). Lot number: b1368. Software version: 3.9.0. Color: grey. Battery life remaining: <4 months. First bond date: (B)(6) 2022, initial battery %: 88. Last bond date: (B)(6) 2023, last battery %: 83. User mobile device: na, android/ios: na. Testing mobile device: galaxy s21 5g, android: 13. Customer concern: having issue with the inpen the insulin won't come out of the inpen while priming. Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed front cap investigation. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion per nr: leadscrew anomaly and prime/fill anomaly not confirmed. In conclusion per san diego analysis: base line functionality test : pass. Displacement dose accuracy: pass. Paired to commercial app using 17.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. The pen was cut open to expose the electronics housing and the encoder. No abrasion was found on the electronics housing and encoder bond was intact. No problems found with this inpen all functions tested ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.